Event description:
Nurse was drawing blood from a central line catheter called the hickman. When they went to withdraw the luer adapter, the plastic hub broke off and went into the line. They were able to withdraw the plastic hub but it came out in more that one piece. They feel that the luer adapters seem to be more brittle than usual.